Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that stress exceeding the product design limit might have been applied as withdrawal manipulation continued while the subject suoh 03 guide wire had been caught in the tortuosity of the epicardial vessel, restricting the guide wire movement. Consequently, the distal segment of the guide wire was fractured and detached. Although it was concluded that the reported events were not attributed to product quality, removal of the wire fragment with an unspecified guide wire was considered as an additional treatment. It was also concluded that possibility could not be completely ruled out that a fragment might be left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported through literature that an asahi suoh 03 guide wire was caught by a tortuous epicardial vessel, fractured, and left in the distal collateral channel of a patient, requiring an additional treatment. Publication: a european heart journal - case reports (2023) 7, 1-7 title: safe and predictable transcatheter removal of broken coronary guidewires: the 'knuckle-twister' technique: a case series report. Excerpt is as follows: case 5 it was reported that during a percutaneous coronary intervention (pci) for a chronic total occlusion (cto) in the left anterior descending artery (lad), where the antegrade cto cap next to the d1 origin was ambiguous, all wires were advanced antegradely in the subintimal space. After switching to a retrograde approach, wiring the very tortuous ipsilateral epicardial collateral to the lad with an asahi suoh 03 guide wire was very difficult. The guide wire got entrapped in the tortuosity of the epicardial vessel and the coiled segment of the guide wire broke off. The fragment was left in the distal collateral channel. The procedure was continued by the antegrade approach again. As a dual lumen microcatheter was placed at the bifurcation of the lad and the d1 segment, and antegrade dissection re-entry procedure was performed to reach the true lumen of the lad. After recanalization, the lost tip fragment of the suoh 03 guide wire was extracted easily using the 'knuckle-twister' technique. An overall optimal result was achieved with a good clinical follow-up at 15 months.